Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell twice between (B)(6) 2024 (exact dates unknown). The patient stated that they tripped. The patient had a lead migration or dislodgement and was experiencing shocking from the device. The patient had a return of pain and new pain (unrelated to baseline)- zapping/shooting pain. High impedances were found. Contacts 0-7 all measured 40,000 ohms - "do not use". The patient was reprogrammed on (B)(6) 2024 and avoided using the lead with high impedances. The patient no longer reported zapping after the reprogramming. The patient had a device revision on (B)(6) 2024. A new lead and battery was implanted today ((B)(6) 2024) and the impedances were all within normal limits after replacement and the patient reported good coverage with no "zapping" or shooting pain. The explanted lead and ins were returned and received on (B)(6) 2024.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis (B)(4) :analysis information -- (B)(6) 2024 08:00:10 cst pli# 20 product ID# 97715 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024 product type lead h3. Analysis found that all conductors and coil were broken at 23.5cm from distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.